Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer reinserted the syringe needle and reportedly, the issue resolved and the customer was able to resume insulin delivery. There was no reported adverse impact to customer's blood glucose level.